Event description:
All patients underwent endovascular treatment under local anesthesia, beginning with angiography to assess long femoropopliteal occlusions (>200 mm). Recanalization was achieved using transluminal, subintimal, or combined techniques, followed by balloon angioplasty. If needed, paclitaxel-eluting zilver ptx stents (=120 mm) were implanted along the lesion, with an average of two stents per patient. Patients were randomly assigned (1:1) into two groups: -zilver group (n=30): received standard endovascular treatment (angioplasty + stenting). -zilverfas group (n=30): received the same endovascular treatment plus fasciotomy of hunter¿s canal. Require intervention/additional procedures s=3 in the zilverfas group, a small thigh incision was made to access and incise the lamina vastoadductoria, and ligate the superior medial and lateral genicular arteries, aiming to reduce external compression and mechanical stress on the stent. All patients received aspirin (160¿300 mg) and IV heparin (5,000 iu) preoperatively, followed by long-term aspirin (100 mg/day) and clopidogrel (75 mg/day) for three months postoperatively. Follow-up -patients were followed at 12 and 24 months with: clinical examination and symptom review, ankle-brachial index (abi) measurement, duplex ultrasound to assess patency, x-ray of the stented segment to detect fractures, cta was used if significant restenosis (>70%) or occlusion was suspected. This protocol enabled comprehensive monitoring of patency, stent integrity, and need for reintervention. Loss of patency: 33% in the zilver group and 60% in the zilverfas maintained patency at 24 months. The reverse of these figures would be a loss of patency of 67% and 40%. A total of 32 patients that had a loss of patency. This complaint will capture 11 cases of loss of patency. The remaining 21 patients are captured in (B)(4). Require intervention/additional procedures s=3. The study enrolled 60 patients between 47- and 75-years old, all diagnosed with chronic lower limb ischemia (rutherford categories 4¿6). These patients had long femoropopliteal occlusive lesions measuring over 200 mm, with satisfactory distal runoff defined by a rutherford runoff resistance score of =4. All participants provided written informed consent and were randomized equally (1:1) into two groups: one treated with standard stenting (zilver) and the other with stenting plus fasciotomy of hunter¿s canal (zilverfas). Inclusion criteria patients with chronic ischemia of the lower extremities (iii-IV degrees according to leriche-fontaine, 4-6 degrees according to rutherford), age: 47-75 years. Long femoropopliteal occlusive lesions more than 200 mm patients who have given consent to participate in the study rutherford runoff score four or less exclusion criteria chronic decompensated pulmonary heart ability to perform revascularization with great saphenous vein. Chronic heart failure iii-IV functional class according to new york heart association functional classification. Severe hepatic or renal failure (bilirubin >35 mmol/l, glomerular filtration rate <60 ml/min). Polyvalent drug allergy, malignant cancer in the terminal stage, acute cerebrovascular accident, severe calcification of the arteries of the lower extremities, patients with stenosis of the common femoral artery >50%, patient refusal to participate or continue to participate in the study life expectancy less than 3 years.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental correction report is being submitted after a retrospective review conducted during the precedence review date of october 23, 2025. The corrected report is necessary to update the a code to a24, as this file addresses an adverse event without an identified device or use problem.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver ptx 35 drug-eluting stent device of unknown lot number or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached literature paper. It should be noted that this file is related to another two complaint files. For details of the other investigations please refer to (B)(4) and (B)(4). This file relates to loss of patency (11 cases). Manufacturing records. Prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. As per the instructions for use, ifu0117 which informs the user about the potential adverse events that may occur include the following ¿allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium, allergic reaction to nickel titanium alloy (nitinol), atheroembolization (blue toe syndrome), arterial aneurysm, arterial rupture, arterial thrombosis, arteriovenous fistula, death, dissection, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, infection, infection/abscess formation at access site, ischemia requiring intervention (bypass or amputation of toe, foot or leg), occlusion, pain/discomfort, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malposition, stent migration, stent strut fracture, vessel perforation or rupture, vessel spasm, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0117) lists ¿restenosis of the stented artery¿ and ¿occlusion¿ as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per medical advisor a potential root cause for some of the loss of patency could have been device related but mainly would be related to the patient¿s pre-existing conditions. As previously noted, ¿restenosis of the stented artery¿ and ¿occlusion¿ are listed as potential adverse events in the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: as per medical advisor input reintervention/additional procedures would have been required for the loss of patency. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-nov-2025.